Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via phone that an ar-8945-80pt intermedullary screw placed in the clavicle had broken due to physical activity, changing a tire. Screw was removed on (B)(6) 2026 with no patient effect, with initial procedure a week prior, (B)(6) 2026.